Event description:
A dual chamber implantable cardioverter defibrillator (ICD) was reported to the manufacturer from the hospice nurse. No further information was provided. Further review of the manufacturer's database indicated the patient died three hundred, sixty-three days post the ICD implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.